Event description:
It was reported that the customer experienced a high blood glucose level, but the specific value was unknown and displayed as "high." Cause was not known. The customer took corrective actions by administering a correction bolus via the pump. Technical support instructed the customer to inspect various components including the site, infusion set, and tubing. No issues were found, and insulin drops were observed at the end of the tubing, confirming proper functioning. The customer followed all usage instructions and did not miss any meal boluses. Technical support recommended consulting a healthcare professional for further advice on managing blood glucose levels, and the customer acknowledged this advice and planned to replace supplies and continue insulin therapy as needed.